Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a bend in the electrode just distal of the suture sleeve. Additionally, a fissure was noted within the adhesive and inside the lumen just distal to the sense b electrode. The adhesive is used to secure and seal the sense b electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode. Laboratory testing did not identify any electrode characteristics that would have resulted in infection.

Event description:
It was reported that this device was explanted due to therapy upgrade. After arrival device analysis was performed and noted that there was a product anomaly. No adverse events were reported.